Event description:
The customer reported that the central station alarmed along with two of the three assigned paging receivers, when a pt's heart rate dropped below 25. The one pager that did not alarm, at the time of the brady*** alarm received the alarm page approximately ten minutes later.